Event description:
The complaint is reported as: arrow quickflash radial artery catheterization set being used to insert arterial line into r radial artery. On withdrawing the wire, it became unraveled in the patient. This made the wire difficult to removed. An x-ray was performed and determined no wire remnant remained. There was a time delay to start the or case due to required x-ray to confirm no piece was retained. No patient harm or injury reported. The patients condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one arterial kit for evaluation. Signs of use were observed on the returned device. The guide wire was returned threaded through the needle cannula. Visual inspection of the device revealed the guide wire unraveled from the distal end. The guide wire did not contain any kinks in its body. Microscopic examination confirmed the damage, and revealed the guide wire core wire separated adjacent to the distal weld. The weld was present at the end of the coil wire and was observed to be full and spherical. The length of the broken core wire measured 4 5/16", which is within the specifications of 4 6/32"-4 12/32" per product drawing. The guide wire outer diameter measured 0.435mm, which is within the specifications of 0.432-0.457mm per product drawing. The needle cannula inner diameter measured 0.023", which is within the specifications of 0.0226"-0.0240" per product drawing. Functional inspection of the returned sample was performed per the instructions for use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip." The guide wire was successfully removed from the needle cannula. A lab inventory guide wire was inserted through the needle cannula to test for resistance. The guide wire was able to pass through the returned needle cannula with minimal resistance. Functional inspection of the returned guide wire could not be performed due to the damage. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of an unraveled guide wire was confirmed through complaint investigation of the returned sample. The guide wire appeared to be unraveled from the distal end. The guide wire and needle met all relevant dimensional requirements, and a device history record review revealed no relevant findings. The root cause was determined to be manufacturing related. A CAPA was opened to address this issue. The relevant lots within the reported kit were manufactured (june 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: arrow quickflash radial artery catheterization set being used to insert arterial line into r radial artery. On withdrawing the wire, it became unraveled in the patient. This made the wire difficult to remove. An x-ray was performed and determined no wire remnant remained. There was a time delay to start the or case due to required x-ray to confirm no piece was retained. No patient harm or injury reported. The patient's condition is reported as fine.